Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 236 mg/dl. Reportedly, customer may have requested multiple boluses based on pump history. A pump system check was performed and it was confirmed the date/time settings were incorrect due to use error. No additional patient or event information was available.

Manufacturer narrative:
During tandem technical support review of t:connect logs on (B)(6) 2023: it was confirmed that the bolus had been programmed and delivered by the customer. The pump functioned as intended. With the inclusion of the additional information, this event does not meet MDR requirements as defined by 21 cfr 803.